Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. The reported entrapment of the device could not be tested due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no similar complaints from this lot. A conclusive cause for the reported difficulties could not be determined; however, the subsequent unexpected medical intervention appears to be related to the operational context of the procedure. Factors that may contribute to entrapment of the device include, but are not limited to, damage to the device, interaction with the anatomy and/or accessory devices. Potential causes for a material separation include, but are not limited to, damage during manufacturing, inadvertent mishandling during unpackaging, during preparation or use of the device, interaction with the anatomy and/or accessory devices. In this case, it is possible that the balloon on the stent delivery system became caught on the stent during deployment causing the reported entrapment of the device. Further interaction with the guide catheter during retraction, as resistance was noted, may have contributed to the reported material separation of the shaft, and observed separation of the inner/outer member in addition to the torn inner/outer member; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the jailed balloon technique was performed during the procedure. The 3.50x23mm xience skypoint stent delivery system (sds) was deployed in the mid left anterior descending artery. Resistance was felt when removing the sds and the sds separated into two pieces. The sds separated at the exit notch section, while in the gc. The separated segment was retrieved with the jailed balloon technique. The procedure was complete at this time. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.